Event description:
It was reported that the customer received motor error and motor position encoder error alarms on the insulin pump, during rewind. His blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and excessive no delivery tests due to the motor error alarm. Unable to verify for other error alarms due to an over written pump history. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.